Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation. There was no reported product deficiency. The reported angina, ischemia, and restenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the lesion was not pre-dilated prior to implanting the xience stent. It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, the direct stenting (no pre-dilatation) does not appear to have caused or contributed to the reported patient effects that occurred post procedure.

Event description:
It was reported that approximately 33 months after direct xience v stenting in the distal left anterior descending (lad) artery, the patient experienced progressive chest pain for several weeks. On (B)(6) 2011 the patient was admitted and angiography revealed stenosis in the lad proximal and distal to the previously implanted stents. (Patient had a non-abbott stent implanted in the lad prior to the index procedure). There was no in-stent restenosis in the index stent. ECG on that day was negative for myocardial infarction (mi). Functional ischemia study, however, was positive. The patient underwent xience v stenting in the lesion proximal to the target lesion in the lad . The new xience stent overlaps the index xience stent. The patient's condition resolved on (B)(6) 2011 and the patient was discharged. Additionally on (B)(6) 2011, the patient again experienced chest pain and was re-admitted to the hospital on (B)(6) 2011. Cardiac catheterization with angiography was performed but no intervention was required. The EKG showed no myocardial infarction and the cardiac enzymes were normal. The patient's symptoms resolved on (B)(6) 2011 and the patient was discharged. There was no reported adverse patient sequela. There was no additional information provided.